Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting, fill estimate was inaccurate, blood glucose fluctuated and multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. No additional information was provided.